Event description:
The pt was taken to the operating room where a laparotomy demonstrated a small bowel obstruction caused by adhesions from his previous operations. The adhesions were lysed, and the abdomen was closed using a 2 ticron, ref (B)(4), lot d2b0039x, exp 02/17. He was extubated and taken to the acu. After his admission to the acu, he coughed and had an abdominal wound dehiscence and evisceration. The surgeon and physician assistant were called. Pt was then taken back to the operating room. In the operating room it was noted that all of his abdominal sutures, had broken (not become untied or pulled through the fascial) with resultant abdominal wall separation and evisceration. In addition, the previously placed skin, clips had become dislodged, exposing the ends of the staples which caused multiple small lacerations to the small bowel. While in surgery, the surgeon copiously irrigated the abdominal cavity and placed cn-490, lot d2m0769x, exp 12/17 and replaced the facial sutures with interrupted #1 surgipro, ref (B)(4), lot d3h0655x, exp 08/18. The pt was then returned to the ICU and continued on the ventilator. Several hours later, five of the interrupted sutures placed in the bottom end of the fascia were broken after straining from the endotracheal tape. As the pt was intubated and sedated these were replaced at the bedside without problems using interrupted monosof.